Event description:
During a turp procedure, when the bovie cord was plugged into the white box, the iglesias working element started arcing and sparking and smoking. The device was removed from the procedure and another like device was used to finish the procedure. There was no patient injury or harm.

Manufacturer narrative:
Visual examination of the working element finds charring/carbon deposits on the inside of the actuator block coincident to the area where the dac cord attaches to the electrode. The stainless steel tubes on the working element have a few minor dents that are consistent with normal wear and tear. The balance of the instrument functions properly and is in good physical shape. The charring/carbon deposits were likely caused by incomplete assembly of the electrode to the dac cord. The proper procedure noted in the IFU requires the electrode to be fully inserted until it locks in place, then the dac cord is to be pushed into the opening and engaged with the electrode tip. If the user assembles the pieces incorrectly by inserting the dac cord first followed by the electrode the electrode cannot be forced into the jaws of the dac connector and instead is loosely butting against the connector. This situation results in an intermittent connection that produces arcing and sparking between the two pieces.